Manufacturer narrative:
One sample was received for evaluation. Visual inspection noted damage on the inside of the flange. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
The device evaluation noted damage on the inner surface of the flange. There was no reported patient harm/adverse event.